Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 170 mg/dl. The customer stated that the insulin pump had been exposed to moisture when he fell into a pool while taking the device off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a corroded motor home switch. No moisture damage found on electronic assembly. Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.